Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine change out procedure, the left ventricular (lv) lead was working as expected prior to the procedure, however, the impedance was checked during the procedure and high impedance was observed. The lv lead was cut and the insulation was damaged, which appeared to be from the cautery. Visual examination of the lead noted the insulation appeared to be burned and the lead was partially severed with a confirmed fracture. The lv lead was capped. No patient complications have been reported as a result of this event.